Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump wasn't responding correctly. He has been having issues with batteries when he inserts a new battery the device resets on its own and shuts off. Customer stated the device had alarmed failed batter test, unexpected restart, three times off no power, and external ram crc error. Self -test was performed and the device passed. Troubleshooting was performed for the alarms and customer mentioned the device was cracked and damaged. Troubleshooting for damage was started and the device had cracks near the battery cap and corner of the lcd screen, and it had superficial scratches on the lcd screen. The damage occurred as the device has been dropped in the past, also wear and tear. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer accepted the replacement and declined return the device for analysis.